Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter stated that the cartridges and infusion sets had been used properly and the occlusion alarms persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: occlusion alarms do to high force were verified in the black box and history. Product analysis was unable to duplicate any occlusions during the investigation. The force sensor calibration reading was in specification. Unrelated to the initial complaint, the display was faded and pink.